Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient¿s disease, degenerative disc disease, had progressed and the system was no longer helping him. It was noted that it didn¿t help starting a month after his initial implant. It was indicated that the device was at normal eri (elective replacement indicator). Additional information received reported that reprograming was tried, but was unsuccessful.

Manufacturer narrative:
(B)(4).